Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte-w winged yel 24ga x 0.75in needle was defective the following information was provided by the initial reporter; on 2023.10.25 while performing an IV indwelling needle puncture on a child, the needle penetrated the vessel, there was a return of blood, it was determined that the indwelling needle was in the vessel, and while backing out the needle core, the core came out all the way, resulting in an inability to deliver the needle set into the vessel, and the puncture failed. Replace the needle and re-puncture.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. As current control, there is a functional test per lot for needle-to-hub pull force to check for cannula detachment force from the needle hub. No photo/sample was received for further investigation. Root cause could not be determined. H3 other text : see h10 manufacture narrative.

Event description:
On (B)(6) 2023 while performing an IV indwelling needle puncture on a child, the needle penetrated the vessel, there was a return of blood, it was determined that the indwelling needle was in the vessel, and while backing out the needle core, the core came out all the way, resulting in an inability to deliver the needle set into the vessel, and the puncture failed. Replace the needle and re-puncture.